Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire broke during the surgery, the surgeon claimed that he didn't touch any hard tissue, the instrument has 7 left lives. The customer complained that the eup instrument seems easier to be broken. The procedure was completed with no reported injury.